Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: 0.035-inch terumo; sheath: 6-french; heparin. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. (B)(4). The access site location was reportedly above the inferior epigastric artery. The perclose proglide instructions for use (IFU) states under special patient populations that the safety and effectiveness have not been established in patients with access sites above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon bony landmarks. Additionally, the IFU states under warning not to use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. Note: this may require both a right anterior oblique (rao) and left anterior oblique (lao) angiogram to adequately visualize where the sheath enters the femoral artery.

Event description:
Subsequent to the initial medwatch filed device analysis revealed one cuff tab was broken off and was not returned with the device. A cuff tab measures one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The location of the cuff tab is not known. During follow up contact with the customer, the customer was notified of the detached anterior cuff tab that was not returned with the device. The physician indicated an x-ray was performed after the revascularization procedure that indicated nothing remained in the patient anatomy. There was no report of complication from the patient. The customer was unable to provide any further information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported no link or rail suture on the needle after needle plunger removal was confirmed. The reported difficult device removal could not be confirmed, but is consistent with incomplete foot retraction after needle deployment and suture retrieval. However, the returned condition indicated that the foot was completely retracted into the guide via closing the lever. In addition, one of the anterior cuff tabs measuring one one-hundredth (0.01) of an inch square was broken off and was not returned with the device. The access site location was reportedly above the inferior epigastric artery. The perclose proglide instructions for use (IFU) states under special patient populations that the safety and effectiveness have not been established in patients with access sites above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon bony landmarks. Additionally, the IFU states under warning not to use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. Note: this may require both a right anterior oblique (rao) and left anterior oblique (lao) angiogram to adequately visualize where the sheath enters the femoral artery. Based on visual inspection and functional device testing, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after revascularization of a chronic total occlusion of the superficial femoral artery, arteriotomy closure of a moderately calcified femoral artery was attempted using a perclose proglide device. The access site location was reportedly above the inferior epigastric artery. Reportedly, after needle plunger removal, there was no link or rail suture on the needle. When the device was removed, the link was observed to be stuck on part of the foot. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.